Event description:
During service of the device, the manufacturer's service technician reported review of the diagnostic log history indicated a depleted backup battery occurrence during operation in normal ventilation mode. If the backup battery depletes during use, the ventilation will shut down. The customer did not report the occurrence during any previous usage and there was no patient harm reported. The service technician reported the backup battery failed testing. The service technician replaced the backup battery to address the finding. Applicable final testing passed to operating specifications. If the battery depletes during use and the ventilator shuts down, an audible power fail alarm will activate. Per the esprit operator's manual, when the ventilator is powered by the backup battery it will generate a nonresetable, nonsileanceable alarm every seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.